Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella 5.5 support had ventricular fibrillation. The patient was shocked, and an amino bolus was given. Additionally, the patient developed a gastrointestinal (gi) bleed and anticoagulant was held. The patient continued on support, but was unable to advance therapies, due to the bleeding. Additional information noted care was withdrawn and the patient expired.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure modes has been completed. Major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Ventricular fibrillation : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.